Event description:
Breas received a report from messer medical in austria that a vivo 60 unit was delivering fewer breaths than the number of breaths in the setting. The unit in question was set on simv mode and had the following settings: pressure 23 mbar, peep 6mbar, ramp 2, insp. Trigger 2, ti: 0.5s, simv rate: 40bpm, psv 23mbar, exp. Trigger 4. Although the unit was set to deliver 40 breaths per minute, it was observed that the unit was only providing 20 breaths per minute. Upon investigation and review of the settings, it was determined that the behavior of the unit was consistent with the design specs. As noted in the instructions for use for the vivo 60, after a mandatory breath, the unit will always wait at least one second before a new mandatory breath can be initiated in the following simv cycle. Thus, because the settings as described above did not allow for a full second between mandatory simv breaths, the unit was effectively blocking every second breath, cutting the total number of breaths in half. It was determined that the vivo 50 would exhibit the same behavior when in simv mode.

Manufacturer narrative:
A follow-up report will be submitted when the investigation has been completed.